Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever and a urinary tract infection. Medical consultation was performed at the hospital three days after onset of symptoms. Subsequently, no improvement was observed and the patient had another consultation after 22 days post-transcatheter aortic valve replacement (tavr). The patient was urgently hospitalized the same day. The patient had developed prosthetic valve endocarditis (pve).  Disturbance of consciousness during management was observed, and multiple cerebral infarctions were pointed out during a magnetic resonance imaging (MRI) examination taken one month and five days after tavr. The stroke was an embolic event caused by pve. After conservative treatment, the patient was transferred approximately four months after tavr. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever and a urinary tract infection. Medical consultation was performed at the hospital three days after onset of symptoms. Subsequently, no improvement was observed and the patient had another consultation after 22 days post-transcatheter aortic valve replacement (tavr). The patient was urgently hospitalized the same day. The patient had developed prosthetic valve endocarditis (pve). Disturbance of consciousness during management was observed, and multiple cerebral infarctions were pointed out during a magnetic resonance imaging (MRI) examination taken one month and five days after tavr. The stroke was an embolic event caused by pve. After conservative treatment, the patient was transferred approximately four months after tavr. No additional adverse patient effects were reported. Additional information was received indicating that approximately one year after valve implant, the patient died due to disuse syndrome caused by multiple cerebral infarctions. According to the physician's causal assessment, there was no relationship between the death and the device or implant procedure.